Event description:
MDR received from hosp stating pt with gangrene of toe and history of diabetes admitted for amputation. CT, computerized tomography, with contrast via auto injector. Pt received 180cc of contrast, isovue 370, expiration date 2007. After completion of procedure pt experienced "seizure like activity". Code called, pt briefly regained consciousness and spoke and then lost consciousness again. Unable to resuscitate pt and he expired.